Event description:
In 2004 - gambro certified tech upgraded dialysis machine. In 12/2004 this machine alarmed - low fluid (3k+) in holding tank. Rn questioned if internal machine tubing connectors. To 2k++ 3k+ reversed. This was confirmed in 12/2004 by gambro tech. During 17 days by pts /10 treatments were provided on this machine where pts were to get 2k+ bath but in essence got 3k+ bath 6 pts k+ tested in 12/2004 or next day & lonl. Pt had expired in 12/2004 in nursing home and to date could have been somewhat result of k+ reversal.